Manufacturer narrative:
Initial report sent: 11/20/2007.

Event description:
Patient sex: unk. Procedure type: unk. According to the reporter: the doctor noticed a small metal cylinder that belonged in the trocar's hinge. The metal component is being returned. No further details were known regarding the incident.